Event description:
The initial reporter questioned the results for 1 patient tested for elecsys anti-hbs ii (anti-hbs ii) and elecsys hbsag ii (hbsag ii) on a cobas e 411 analyzer (disk system). This medwatch will cover hbsag ii. Refer to medwatch with a1 patient identifier (B)(6) for information on the anti-hbs ii results. On (B)(6) 2026, the initial anti-hbs ii result was < 2.00 iu/l with a data flag (low). On (B)(6) 2026, the sample was repeated with a result of 1000 iu/l (high). On (B)(6) 2026, the initial hbsag ii result was 3.62 coi (positive). The sample was repeated 4 times with results of 43.36 coi (positive), 31.26 coi (positive), 7.78 coi (positive), and 4.54 coi (positive). On (B)(6) 2026, the patient had a "negative" hbsag result using an unspecified method from a different laboratory. The specific result was not provided.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).